Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photos show that there is leakage between the pp connector the syringe. 2. DHR/bhr review lot#4016703. 1-the products of this batch were assembled at intima ii auto line 3 in february 2024, and packaged at cfs package line in february 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found. Please refer to the attachment for the test report. 4. According to product design: pp connector can be connected with iso luer joint; the prn is only suitable for normal pressure (i.e., less than 45psi, 300kpa) infusion. Sku#383014 is an intima ii product, which has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1-no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. 2-the returned photo shows that there is leakage between the pp connector the syringe. Since the syringe does not have the iso luer joint, the root cause of the leakage cannot be confirmed to be related to product quality. 3-as for the root cause of the leakage of the liquid after tightening the prn, it cannot be confirmed, because the defective sample has not been received for further inspection, and the use situation is unknown.

Event description:
No additional information provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm leaked with power injection in the afternoon of (B)(6), 2024, when the radiology nurse connected the indwelling needle to the patient through the syringe to infuse the medicine, she found that the medicine leaked out from the articulation while pushing the medicine, and the medicine and blood flowed backward when the medicine was not pushed, and the medicine also leaked out after removing the syringe and screwing the heparin cap, so she immediately replaced the needle with a new one, and the patient was injected with the medicine smoothly. For the subsequent use of the same batch of products (stock of 60) to observe, found three times the same situation, immediately contact the supplier to replace other batches of products.